Event description:
Reference number (B)(4). It was reported that the patient went to the emergency room (ER) and eventually got hospitalized (B)(6) 2026 leads to hyperglycaemia. The blood glucose level was 480 mg/dl at the time of event. The patient reported symptoms at the time of event was vomit and stomacacke. The length of the hospitalization was greater than twenty four hours. No further information available.